Event description:
It was reported that the pt reported that they are having difficulties recharging their ins. Pt stated that it will take multiple tries and attempts for the controller to find the ins device when plugged into the recharging cord. They also mentioned that their controller battery depletes rapidly when they attempt to recharge the ins and they have to charge it up fully a second time in order recharge the ins to full. Pt mentioned that when they met with their rep on september 27th they redirected to patient services for replacement equipment. Pt mentioned this issues started to happen about the time they went for their follow up appointment. During the call, pt confirmed there to be visible damage on the recharging cord right by the relay box. The issue was not resolved. An email was sent to the repair department to replace the recharger additional information was received from a patient (pt). It was reported that the previous issue was not resolved. Agent walked patient through a ac power reset; patient stated that their controller did not power on. Agent asked patient to verify that the power light was on the adaptor; patient stated that the power light was not on. Agent had patient try 2 outlets; power light never came on. A replacement ac power supply was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, b3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.